Event description:
The customer reported erroneous hemoglobin (hgb) and hematocrit (hct) results on quality control (qc) samples on a coulter act diff 2 analyzer. The customer's attempts at troubleshooting (bleaching the apertures) failed to resolve the issue and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that the customer was having issues with erratic controls. He found that the mixing bubbles in the white blood cell (wbc) bath were weak and not mixing enough. The wbc bath holds the wbc dilution for mixing and for collecting wbc and hgb data, including differential data. He replaced all the check valves on the baths to resolve the issue. The system performance was verified per established procedures. (B)(4).